Event description:
Following a bronchoscopy lung biopsy procedure, an upper respiratory infection was diagnosed. The severity of the infection was described as mild by the physician, the pt had drug intervention and the pt recovered.